Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed no delivery. The customer's blood glucose was 590 mg/dl on the night prior to the call, which was treated with a manual injection. She stated that since the day prior, she had had 4 failed sites with straight infusion set cannulas. She stated that she changed the infusion set and tried to bolus, but the insulin pump alarmed no delivery. She stated that she was unable troubleshoot at the time of call, as she was no longer receiving no delivery alarms. She was advised to do a complete set change as soon as possible. She declined to return the infusion set and reservoir for analysis.